Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery (rca) using an indigo system cat rx kit. During the procedure, while attempting to advance the indigo system catrx aspiration catheter (catrx) through a non-penumbra guide catheter, the physician experienced resistance and the catrx would not track through the guide catheter. It was reported that the catrx port was compromised with the wire perforating the side of the catrx lumen and not exiting the back of the lumen. Therefore, the catrx was removed and the procedure was completed using a different catheter and the same guidewire. There was no report of an adverse effect to the patient.